Manufacturer narrative:
The returned icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. Memory information was downloaded and reviewed and the battery status was confirmed to be as expected. Real-time electrograms showed the icm stopped sensing and displayed noise. An x-ray of the device did not identify any issues and, as such, the device case was removed to facilitate inspection and testing of the internal components. The printed circuit board (pcb) was removed and sent for detailed analysis. This analysis found an open connection on one of the electrical modules on the pcb. This was confirmed to be the root cause of the observed noise noted in the field and in the laboratory setting.

Event description:
It was reported that this insertable cardiac monitor (icm) was implanted and it exhibited a lot of noisy signals and no sensing. Technical services (ts) provided troubleshooting options, however, the issue remained. Subsequently, the icm was removed prior to pocket closure and another icm was successfully implanted. The product was returned for analysis. No adverse patient effects.